Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. A medtronic representative inspected the imaging system on-site and a software investigation was completed. On-site, the software was reloaded, and the issue was resolved. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure the imaging system encountered a software issue. It was reported the image acquisition system (ias) was not detecting a connection and a communication error was displayed. The use of the imaging system and medtronic navigation were discontinued because of this issue. It was reported that delay to the procedure was 30 minutes, and it was completed successfully with the use of a c-arm. The patient was not impacted.

Manufacturer narrative:
Patient identifier now provided. Patient age now provided.